Manufacturer narrative:
The ipg meets or exceeds its expected longevity based on the patient's programming parameters.

Event description:
Additional information indicates that the ipg meets or exceeds its expected longevity based on the patient's programming parameters.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg became unable to communicate with external devices. As a result, surgical intervention may be undertaken to address the issue. Additional information is not available at this time.